Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 15 mg for a total dose of 0.09798 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported the system initially controlled the symptoms, but lost efficacy/effectiveness over time and the patient wanted the pump to be explanted. The patient reported loss of efficacy. The entire system was explanted/not replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. The clinical diagnosis was patient reported loss of efficacy over time. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. No further complications were reported/anticipated.